Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that a button on the infusion device was defective. No adverse event was reported. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The customer had reported that the up/down button of the device was not functioning. The investigation of the returned device found that the up/down button was performing within specifications. However, a defect was identified with the right bolus button of the device. Due to a manufacturing issue, the right bolus button was found to be defective in delivering feedback.